Event description:
Reporter alleged the customer obtained a result of 150 mg/dl on the advantage system while experiencing hypoglycemic symptoms. Reporter stated that she called the emts, they arrived and obtained a result of 50 mg/dl on their system, 17 minutes later. Reporter stated they treated the customer with an IV and took him to the hospital where he stayed 8 hours. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement was sent.